Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin. The customer loaded a new cartridge successfully. The customer's blood glucose level was 348 mg/dl, and was addressed with a correction bolus. The customer resumed insulin delivery.